Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, a cat6 would not advance through the sheath; therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of adverse effect to the patient.